Event description:
Caller reported a malfunction on pump and there were no notable events leading up to malfunction. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller in resetting pump, which resolved the issue as malfunction code did not recur. Caller was instructed to call back if issue recurs and acknowledged understanding.